Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Per activl disc enhanced safety surveillance survey reported by the surgeon, at least 1 patient (in this case there were 2), has experienced sensory and motor neurological issues following activl artificial dis placement at l5-s1. Patient injury was the sensory and motor neurological issues. Delay of surgery not reported. All med watch submissions related to this report are: 9610612-2018-00294.

Manufacturer narrative:
Investigation: no product at hand. Conclusion and root cause: because there is neither a lot nor product at hand, a root cause analysis is not possible. No CAPA is necessary.